Event description:
The customer stated that she called paramedics because her blood glucose was high. The reported blood glucose reading was 575 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. The lead screw test passed. A tubing clamp was not available to perform the high pressure test. The customer was sent a tubing clamp and advised to call back to perform the high pressure test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.